Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a follow-up in clinic with pocket infection and erosion. Upon further inspection, there was yellow puss at the erosion site. Furthermore, the leads had vegetation. The entire implantable cardiac defibrillator system was explanted. The patient was in stable condition.